Manufacturer narrative:
G4: 06jul2020 b4: (B)(6)2020 the fse (field service engineer) evaluated the device and could not confirm the reported problem with operational check. However, the error log showed the "alarm message: power has been restored" diagnostic code and confirmed that the power was cut off once and the unit rebooted. The fse replaced the pm (power management) board as a preventative measure because it controls the power supply. The ventilator was calibrated successfully and passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:05dec2020. B4: 05jan2021. A pm pcba was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be replicated. No faults found with the returned component. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 21may2020. B4: 22may2020. H11: b1 and h1 updated: the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. H10: no product was returned for evaluation so no root cause could be determined. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17mar2020.

Event description:
The customer reported that while the vent was running on battery, the power turned off and subsequently recovered soon. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.